Event description:
The customer reported that following a radiology catheterization procedure in 2000, a vasoseal vhd kit size 5 was deployed. When the healthcare professional gave a follow-up call to the pt, the pt complained of numbness of the left foot. The pt was referred to a vascular surgeon. The surgeon noted a lack of pulses in the left foot and sent the pt to see a radiologist for an arteriography. A blockage was noted in the left common femoral artery. Total parenteral alimentation was started at the site by contralateral access. A drip was left on for 16 hrs. And then the pt was transferred to ICU. The pt was brought back to radiology for re-injection of the site, but the blackage was still apparent. The pt was then taken to surgery for a thrombectomy. No further complications were reported.